Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: in the syringes from thiva, there is something black / sticky / oily debris

Event description:
Event details: in the syringes from thiva, there is something black / sticky / oily debris it was noticed prior to use no patient harm.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: a total of 107 unused samples were provided to our quality team for investigation. During visual inspection, ink staining was observed on the exterior of the barrel near the scale on three products and on the product packaging for one sample, confirming the reported concern. A device history review was completed for lot 2506703. No deviations or non-conformances were identified during manufacturing that could have contributed to this observation. Products from this manufacturing line undergo routine visual and functional inspections at multiple stages in accordance with established procedures, and no issues were identified during these inspections. Retained samples from the reported lot were also evaluated. All retained products were inspected, and no ink staining or issues related to scale printing were observed. Although a definitive root cause could not be identified, this condition likely occurred during the marking process due to either an interruption in the scale printing process or insufficient drying time. Manufacturing personnel have been notified to increase awareness of this issue. Complaints received for this device and reported condition will continue to be monitored by our quality team for any emerging trends.